Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia ablation procedure, an air leak was noted. Following insertion of a non abbott catheter into the sheath, air was aspirated into the syringe that connects to the extension port of the sheath. Several aspirations were attempted which did not resolve the issue. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.